Manufacturer narrative:
Additional information: section h imdrf annex codes, device manufacture date, section d unique identifier (UDI), medical device model, brand name, medical device catalog, section b describe event or problem a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2008 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door was failed due to latch malfunction. The field service engineer (fse) applied conductive grease to the tower door latch, and crimped and tightened all connectors and connections. The harness was checked and found to be in good working condition. A final test was performed, and the customer confirmed they were able to recover and inventory tower door 4, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower nurses were unable to access the power door and latch replacement required. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es nurses were unable to access the power door and latch replacement required. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.